Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information was requested and provided. (B)(4).

Event description:
A nurse reported poor or no illumination. The superior illuminator required change of light bulb and it was impossible to regulate water and air. Additional information was provided by a company representative who clarified that the event occurred during start up. There was no patient involved. No additional information is expected.

Manufacturer narrative:
Evaluation summary. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The lamp was replaced. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause of the reported event of light bulb needs to be changed can be attributed to the lamp which exceeded its expected life. However, no problem was found with the lamp as it functioned to its expected rated life. (B)(4).